Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm approximately 1 month ago. The aortic neck was thrombosed with mild angulation and contained thrombus. The iliac arteries were calcified bilaterally. It was reported that after the bifurcated stent graft was implanted, there was an impingement of the stent graft on the ipsilateral limb. Although there was still flow, the physician elected to address this impingement. This area was ballooned; however, as the balloon was deflated, the impingement returned. A balloon expandable stent was implanted but it did not eliminate the impingement. The physician elected to implant a talent iliac limb with satisfactory result and the lumen remained open. It was also reported there was difficulty deploying the contralateral limb (see MFR # 2953200-2008-01078). No additional clinical sequelae were reported and the patient is fine.